Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2007,the patient underwent cook medical surgisis implantation due to pop along with revision. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with implantation of two surgisis soft tissue grafts.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to recurrent pop, on (B)(6) 2008 due to dyspareunia, on (B)(6) 2010 due to dyspareunia. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2007 due to exposed vaginal mesh and suture material, vaginal scarring. Np additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.